Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance from technical support, did not experience recurrence of malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction code recurred.